Event description:
Neurosurgeon was performing a left parietal brain tumor resections. During the procedure, he was using the disposable codman perforator attachment which has an automatic stop feature when drilling into the skull bone. It is designed to stop automatically when perforator is completely through the bone and not enter the tissue. The perforator failed to stop once through the bone and reached the tissue level. The neurosurgeon examined the affected area extensively, no obvious damage to tissue was noted at that time. The disposable attachment was taken off the field and packaged for further analysis. Unused inventory of the aame model number was removed from service as well and the manufacturer was notified.